Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds had risen on the leadless implantable pulse generator (ipg). The device remains in use. The patient was a participant in the post approval clinical surveillance (pacs) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device exhibited premature battery depletion due to the elevated thresholds. The device will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.